Event description:
Pt complained of pain. During revision surgery, surgeon noted 2 loose screws. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.